Event description:
Arjo was notified of an event involving the bolero bath stretcher. In order to transfer the patient from the bolero stretcher to the bed, the patient was placed on the stretcher in a side lying position and a sliding board was inserted. This caused the patient's left knee to fall off the bolero stretcher. The patient was unaware of the injury sustained at the time. It was reported that the patient sustained a laceration to the left leg requiring 7 stitches when hitting part of the bolero device (most likely a catch/retainer). It was indicated that the patient's left leg originally had edema.